Event description:
Patient was being treated for cardiac catheterization. A intra aortic balloon was inserted, when pulling the dilator the tip of the dilator broke off with the rest of the dilator left in the arterial body. Attempted to move with sheath but arterial dilator was left behind.